Event description:
The healthcare professional (hcp) reported the home pt (hp) experienced pain during drain intermittently since 2002 while using the homechoice cycler for apd therapy. The hcp related that the hp experienced pain when the volume of fluid drained reached approximately 75% of the programmed fill of 2500mls, at which time the hp would bypass the remainder of the drain phase and advance the cycler into fill. According to the hcp, the hp had gastrointestinal issues, including gerd, and was given sodium bicarbonate and prilosec as a result. The hcp relates that the hp reported that pain during drain lessened at the same time pt was taking medications. The hcp relates that the hp had been hospitalized on the following month due to severe diarrhea and gi issues. Hcp further relates that the hp described pain as being in the upper right quadrant above the umbilicus and peritoneal dialysis catheter exit site. Hcp relates that the hp has since switched to hemodialysis but continues to experience pain above their umbilicus. Hcp relates that the hp is currently receiving hi abdomen scans and suspects that pain may be related to gastrointestinal issues.